Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive review but not during the functional testing. The user was able to clear the (ua) 45 error before the platform was returned to zoll for evaluation. The root cause for the (ua) 45 error was due to the driveshaft not being at the "home position". The (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, during further testing, it was noticed that the encoder driveshaft could not rotate smoothly and exhibited binding and resistance. This might have caused difficulty for the user to clear the (ua) 45 error message. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The archive data show the presence of a user advisory (ua) 45 error message that likely related to the drive shaft was not in the home position during the power on, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive data indicated a (ua) 02 (compression tracking error) message. The observed (ua) 02 was not reproduced during the functional testing. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, ua 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
While performing a shift check and turning on the autopulse platform (sn (B)(4), an error message of user advisory (ua) 45 (not at "home" position after power-on/restart) was displayed indicating that the platform was not in the "home" position. The customer reported that during their previous use of the platform, they had extended the lifeband fully and removed it from the platform. According to the customer, the driveshaft of the platform is too rigid to rotate manually. No patient involvement.